Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was going to have the pump explanted. The reporter stated that the pump was awesome and the patient never had any issues with it; however, the patient wanted to try one new medication, but the office she used to go to wouldn't do it and there were no pain physicians in her area that were taking new patients with pumps. It was stated that there had been bupivacaine and fentanyl in the pump when it was filled.

Event description:
It was reported that the patient had concerns with her device or therapy, but had not sought further help. It was indicated that not one doctor would service her pump, so she wanted to find someone to take it out. The drug used in the device system was unknown.